Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between october 14-15, 2025. H11: the actual device and four (4) companion samples were received for evaluation. Visual inspection was performed on both the actual sample and the companion samples no defects were found. During the functional testing of the actual sample and on one of the random companion samples, no issue of bubbles was observed or encountered. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets were accumulating bubbles when port 5 was activated during setup while being used with the compounder. It was further informed that there may have been leak, or air entering via valve set. The ingredients were moved from port 5 to port 10 to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.